Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. Visual evaluation of the returned device found the brush extended and bent, and the working length was kinked in several locations. During functional evaluation, the brush would not move when the handle was actuated; it was found that the handle cannula had detached from the wire assembly. The wire assembly was then removed from the distal end of the catheter and several kinks were identified along its length. The condition of the returned device was consistent with the complaint that the brush was difficult to extend; the complaint was confirmed. It is likely that the kinks in the working length would not allow the wire assembly to move freely to extend the brush and, with the wire assembly in this state, attempts to actuate the handle could cause the handle cannula to detach. The brush was likely bent while collecting the sample. The most probable root cause for the defects found is operational/physiological context.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2011. According to the complainant, the brush was used to obtain a sample in the common bile duct. The brush was retracted into the sheath and the device was then removed from the endoscope, but the brush could not be extended to release the sample. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results: brush bent and difficulty retracting.